Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose level read "high" on cgm. The customer attempted to self-treat with a manual dose injection, but later went to the emergency room due to diabetic ketoacidosis, with high amounts of ketones which were identified as dangerous by healthcare provider. The customer was treated intravenously with fluids of saline and insulin and was released from the emergency room on the same day with issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.